Event description:
It was reported by service report that the scale is not reading correctly and the bed has an incorrect footboard on it. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result - load cell, and incorrect footboard.